Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days with cold humalog insulin, skipping the air removal step, and adding insulin to the cartridge while in use. Tandem clinical support educated the customer that humalog insulin is indicated for use with tandem supplies for 2 days, insulin should be should be at room temperature before filling a cartridge, to perform the air removal step when filling the cartridge, and that adding insulin to the cartridge while in use on the pump is off label per the tandem user guide. Customer changed cartridge and infusion set to address the issue. The customer¿s blood glucose (bg) level was 548 mg/dl. Elevated bg was addressed by a correction bolus via pump.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.